Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis with the dilator still inserted, resulting in the removal of the dilator for further analysis. During device-to-device interaction, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing. The dilator was easily removable from the sheath. Functional evaluation of the sheath observed a successful engagement with the deflection mechanism, achieving and maintaining deflection with no complications. Microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath. The complaint allegation was confirmed.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, it was not possible to snap the dilator into the back of the faradrive steerable sheath clear. Subsequently, the sheath and dilator were replaced, and a new dilator and sheath were used to complete the procedure. There were no patient complications. The sheath is expected to return for analysis. It was further reported that there was no damage noted on the dilator or sheath. During prep, there was no unusual force needed, the dilator was just not snapping into the sheath. The device was received for analysis.